Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via manufacturing representative regarding a patient implanted with a neuro stimulator. It was reported that the patient had symptoms returned and an impedance check was done at the hospital on (B)(6) 2018. It was stated that all were over 4000. The devices were explanted and the issue was resolved. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause of the high impedance was unknown. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
Event date is approximate. Continuation: product ID 3889-28 lot# va1dv4y serial# implanted: 2017-(B)(6) explanted: 2018-(B)(6) product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s lead broke with their second implant in (B)(6) 2018. No further complications were reported.